Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that faulty hard stop and solenoid spring on drawer 1.2. A field service engineer, replaced hard stop and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.